Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device.

Event description:
It was reported that the patient presented in the nursing home with implantable cardiac monitor (icm) infection and the icm was eroded through the skin due to erosion. The icm was explanted due to infection and erosion. The patient's condition was stable.